Manufacturer narrative:
(B)(4). Concomitant medical products: cps short anchor plug 14mm item# 178556, lot# 300670. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill fractured in the short anchor plug outrigger during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-02073. D10-medical product: unknown drill bit cps short anchor plug 14mm, item 178556, lot# 300670. Visual inspection of the returned guide device found it to exhibit signs of repeated use. Out of the 10 holes, five of the guide holes were found to be conforming and 5 holes are damaged and found to be non-conforming. Verified holes with gage pin set 25-1003-185-00-zc pins .126 and micrometer 25-1005-453-00-zzzzk. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.